Event description:
It was reported by the aci sales professional that a female patient underwent a diagnostic carotid angiography procedure on (B)(6) 2013. Access was obtained via a 5f sheath (model unknown). Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was deployed per the IFU but the device "failed". The patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day ((B)(6) 2013) with no clinical sequela noted. On an unknown date, the patient presented to the physician's office where a psa (pseudoaneurysm) was confirmed. The patient was hospitalized due to the psa. On (B)(6) 13, the patient received a thrombin injection. The patient has been discharged from the hospital. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.